Event description:
It was reported that in 2008, the hosp staff noticed that the pt was not being ventilated. Po2 (possibly the partial pressure of oxygen in the arterial blood) had dropped to 8. The pt was subsequently switched on to another ventilator, and after half hour po2 went up 30. It was reported that the pt died the day after. It has not been reported if the ventilator performance did or did not contribute to the pt outcome.